Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). Blood glucose (bg) values reached over 700 mg/dl while wearing the pod between 4 and 24 hours in the arm. Symptoms reported include hyperglycemia, nausea and vomiting. For treatment, the patient was given intravenous (IV) fluids, IV insulin, correction boluses and diagnostic tests. The patient was discharged after 3 days. The patient reported being unsure the cannula was properly seated in the infusion site.